Manufacturer narrative:
Report source- foreign: (B)(6).

Event description:
Information was received that a smiths medical blue ultra suction aid tube with profile soft-seal cuff became unable to maintain air pressure at a normal level. Subsequently a trach tube change out was required. No adverse patient effects were reported.

Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device found it to be in good physical condition. The device then underwent functional testing by being inflated with a syringe nad submerging it under water to detect for leakage. As a result, a leak was detected between pilot balloon. An inflation test was audited with 32 units; no deflated cuffs were detected. The most probable cause of issue was determined to be that solvent is missing between pilot balloon and valve or lack of detection by production personnel.